Manufacturer narrative:
It was reported that a patient underwent an paroxysmal atrial fibrillation ablation procedure with a carto 3 system, and a noise issue occurred. There was noise on the body surface electrocardiogram (ECG) signals being displayed on the carto and electrophysiology recording systems. No intracardiac signal was available as no catheter was inside the patient¿s heart at the time of the issue. Additional info was received on 3/23/2020 indicating, only the body surface signals were affected by the noise. There was initially an electrocardiogram signal available to monitor patient¿s heart rhythm, but with noise. For example, just v1, and when the electrode was changed, it was on v6, and if we changed it, it was only ii. Intracardiac signal was available. The investigational analysis completed (B)(6) 2020. The field service engineer (fse) confirmed that a replacement body surface (bs) electrocardiogram (ECG) cable was delivered to the account. The issue was resolved by replacing the faulty bs ECG cable with a new one that was delivered to the account. It was confirmed that noise issue was resolved on both carto and recording systems. The system is ready for use. It was requested to send the defective bs ECG cable for investigation to the manufacturer. However, the bwi representative reported that the cable was no longer on the site. It was discarded by the account. Therefore, the cable was not investigated. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Manufacture reference no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(6).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation ablation procedure with a carto 3 system, and a noise issue occurred. There was noise on the body surface electrocardiogram (ECG) signals being displayed on the carto and electrophysiology recording systems. No intracardiac signal was available as no catheter was inside the patient¿s heart at the time of the issue. On 2/6/2020 additional information was received indicating, the physician did not have any ECG signal available to monitor the patient¿s heart rhythm during the issue. No patient consequences occurred. The observed noise issue has been assessed as an MDR reportable malfunction.